Event description:
According to the reporter, during the abdominal wall hernia procedure, the nurse set the tacker and passed it to surgeon. The surgeon squeezed the handle of the tacker with the shaft in straight, but the fired tack just penetrated the mesh and did not placed to abdominal wall. Dull sound was heard at the firing. He/she removed the tacker from the cavity and fired it several times as a trial. It was confirmed that tacks did not completely come out of the shaft unless the handle was squeezed in a row. The relad was replaced but nothing changed. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted the reload to have a protruding tack and disrupted timing. The instrument also had disrupted timing. Microscopic inspection noted no damage to the inner tubes of the returned reloads. The instrument was cycled and the tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.